Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be file as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the system did not aspirate during phacoemulsification portion of a cataract removal with intraocular lens implant procedure. There was no impact to the patient.